Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems (cervical and thoracic) which include two leads from the same lot. It was reported the patient's cervical system only produces stimulation on the left side. It was reported the physician planned to revise the lead. Per the manufacturer's device registration system, the cervical lead was explanted and replaced with two different model leads on (B)(6) 2013. No further information is available at this time.